Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision a week ago. They said the ins was too close to the skin and was very painful and tender. They said they moved the device over slightly and put it a little deeper. They said the pain started in fall 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.